Event description:
It was reported that the during the implant procedure, the left ventricular leads ring electrode broke and detached into the distal part of the coronary sinus. A new lead was used but the electrode remained in the coronary sinus.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.